Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) died from a ¿heart attack". Reportedly the patient went to the cardiologist approximately one month ago to have wires removed. The patient had reported the device was ¿moving around and the wires were loose". According to the family member, the physician decided to wait because the device would need to be replaced soon. The patient collapsed and was ¿shaking", paramedics found no pulse and performed CPR. The pulse returned, but later the patient was pronounced dead. The medical examiner recommended that the device be interrogated. The family requested device information to determine what was wrong with the leads/device and why there was no therapy from the device. Boston scientific technical services (ts) discussed the family should work with the patient¿s physicians for the requested information and that a field representative could be paged to do an interrogation and provide that to the physicians. Additional information was received that a boston scientific field representative was called to interrogate the device at the funeral home. When the field representative arrived, he found the device had been removed during an autopsy at another facility. The funeral director had informed the daughter of this and wondered why the field representative was called to interrogate the device. The field representative did not know the cause of death or the location of the device. The daughter spoke directly to the field representative and was informed to contact the cardiologist office to help find the explanted device, and once located, it could be interrogated. Multiple attempts were made to acquire additional information and nothing further was received.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.